Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-sep-2018 with the following findings: the pump powered up with auditory tones and vibration to a blank screen. The reported ¿blank screen¿ complaint was duplicated. The pump¿s cover was removed; no intermittent condition was found to the printed circuit board. The unity test code downloader tool application v 1.0.0 was used to upload test code v 1.0.7 to master/slave/periph processors. The upload was successful; the pump powered up and displayed just ¿msp¿ instead of ¿msp2¿. Eeprom failure is concluded.